Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have throat cancer while using the device. Patient also alleges black particles in the water. Medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles in water related to a CPAP device's sound abatement foam. Patient alleged throat cancer. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. No other clinical information or medical intervention was reported.   At the time of first and second attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call and the last attempt was unsuccessful . The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.   Section h6 updated in this report.